Event description:
Customer reported on a bravo ph capsule that failed to attach. Customer said that she did not hear the suction sound once the plunger was pressed. The pt was not injured following the procedure.